Event description:
A customer reported to baxter (B)(4) of an issue of a damaged minicap transfer set, found during use. The customer stated that the "handle" of the minicap transfer set was broken during use. There was patient involvement but no patient injury and no medical intervention related to this event.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample; however, no root cause could be determined. A visual inspection was performed with cracks on the light blue main body noted. Leak testing was performed with no issues noted. A clear passage test and a clamp function test were performed with no issues noted.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.